Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the operational check failed. The fse evaluated the device on site. The fse determined the paddle was damaged. The fse replaced the paddle resolving the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was damage to the paddle. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity of s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse replaced the paddle resolving the reported issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.